Manufacturer narrative:
Additional information: b3 - date of event. B6 - tests. H6 - codes updated. Investigation results: the complained medical device was not made available for investigation. Therefore, the investigation was based upon event description and review of a picture. The reported fractured could be confirmed based on the picture. Due to the fact that no lot number was provided, a review of the device history records for the complained medical device is not possible. Even after faithful attempts for retrieval, no further information could be received. Conclusion/ preventive measures: due to the lack of information and without the complained medical device being available for investigation, a clear root cause conclusion cannot be drawn. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. As an informational note such reported fractures may be associated with the application of high lateral forces to the instrument jaw. The manufacturer's instructions for use advise users to avoid the application of excessive force, as this may result in damage to the working tip. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
A malfunction was reported involving the medical device pm433r - jaw ins.bip. Macro forceps d:5/310mm. Specifically, it was reported that during a surgical procedure the tip of the instrument´s jaw fractured. According to the physician, small fragments may have remained in the patient´s abdominal cavity. No other adverse consequences were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).